Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 63 mg/dl. The customer was admitted and treated in the hospital. The troubleshooting was performed. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.